Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a crossover procedure on a male patient, while attempting to pull out another manufacturer's 10mm stent graft the valve ripped off the introducer. The anatomy of the patient was normal with some calcification and because of this, the patient received a stent graft. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of complaint history, device history record, quality control, specifications, and a visual inspection and dimensional verification of the returned device were conducted during the investigation. Visual examination of the returned device confirms that the sheath separated from the check flo assembly. Visual examination of the sheath flare noted some elongation/deformation on approximately 1/4 of the circumference of the flare, which could have occurred during separation. Dimensional verification of the flare diameter indicates the flare meets the manufacturing specification. There is no evidence to suggest the product was not manufactured per specification. Detection activities have been conducted; it is feasible to suggest the bond between the sheath and check flo assembly was subjected to a force exceeding its design strength. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.